Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -10.0/1.0/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on 14/aug/2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on 23/oct/2023. This did not resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a vial in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5 - later an update was reported and the lens was explanted on 20-nov-2023 and replaced with a longer length lens. The problem was resolved. Day one postop of the patient 20/15 ar -1.25+1.75x067 40% vault. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - "-10.0/1.0/111" - should be corrected to -11.0/1.0/111. Cause of the event was reported as the device. Additional information: b5 - lens was explanted due to lens was received back by manufacturer. D7 - explant date unknown but lens was removed. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic torn.